Manufacturer narrative:
Evaluation summary: the lens was returned in a specimen cup. Viscoelastic is dried on the lens. The lens been cut into two pieces across the center. The lens portions were returned adhered to each other. Power and resolution verification could not be conduct due to the condition of the returned sample. Product history records were reviewed and documentation indicated the product met release criteria. The root cause for the reported issue could not be determined. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A certified ophthalmic assistant reported that approximately 2.5 years following an intraocular lens (iol) implantation the iol was exchange for a different manufacturer's iol. The reason the iol was exchanged was reported as refractive error/ hyperopic astigmatism. Additional information has been requested.